Event description:
Received info stating cartridge fill estimate was 80 units after customer had loaded 300 units of insulin. The load process was performed again and the fill estimate displayed 140 units. The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.